Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridges did not "click" in place when it was being loaded onto the pump. As the contact did not have the pump at the time of the report, a pump system check could not be performed. There was no reported impact to blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.